Event description:
Patient reported the current box of infusion sets have occasionally leaked insulin at the headset. This has resulted in elevated blood glucose of approximately 385 mg/dl, and his normal blood glucose is 100-120 mg/dl. Patient changed the accessories and delivered insulin via the infusion device as treatment. The alleged infusion sets were discarded and will not be returned for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.